Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that patient developed seroma at the pump pocket site. A dye study was done and patient underwent a surgical intervention. There was no device issue. Fluid was found to be on top of the pump and in the pump pocket. Per reporter, it was felt that the pump pocket was too large. A general surgeon assisted with the case and decreased the size of the pump pocket. Patient status at time of this report was noted as ¿alive - no injury¿. Drug delivered via the device was morphine. Follow-up information received later indicated that the dye study had showed no breaks or leaks and everything was intact. The fluid was clear, but it was unknown what the fluid type was. The physician felt the fluid accumulation was due to the pocket size.